Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and moderate to severely calcified abdominal and groin. A 10.0 x 40 x 135cm express ld vascular was selected for use and implanted. During removal, resistance was limited. A kink and shaft break occurred where the balloon starts on the device. The balloon was deflated and grasped with the guidewire. The device was fully removed from the patient. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: an express-vascular ld 10.0x40x135 cm, batch# 26997942 was received for analysis. The device was received in two sections due a complete shaft break. A visual examination of the returned device confirmed that the stent had been deployed from the balloon. Due to a complete break of the shaft, a leak test could not be carried out. A visual examination could find no issues with the balloon material. A visual examination found the stent to have been deployed from the balloon material. The stent was not returned as it was implanted in the patient. No issues were noted with the tip of the device. A visual and tactile examination identified a complete break of the shaft located at the proximal balloon sleeve.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and moderate to severely calcified abdominal and groin. A 10.0 x 40 x 135cm express ld vascular was selected for use and implanted. During removal, resistance was limited. A kink and shaft break occurred where the balloon starts on the device. The balloon was deflated and grasped with the guidewire. The device was fully removed from the patient. There were no patient complications.